Event description:
It was reported that the console began to alarm (type unknown), smelled "hot", and then stopped working. The console was exchanged. There were no reported patient complications. Arrow field service evaluated console and determined that power interface pc board was the source of difficulty. Board was exchanged. Console was functionally tested for one hour and returned to service.